Manufacturer narrative:
The hill-rom technician found the right intermediate siderail not locking due to both pin siderail latches and spring are worn out. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Make sure the head and intermediate side rails are not bent or twisted. Make sure the side rails lock correctly in the high position and you hear the latch click. Gently pull on each side rail to make sure it latched correctly. If the side rail is difficult to latch, make sure the latch components are clean and look for obstructions. Release each side rail from the up position, and let it fall freely. The side rail should lower slowly and smoothly. Remove the center arm cover, and examined the cable routine for pinching, binding, or damage. Make sure the latch mechanism of each side rail is in good condition. Remove the side rail cover, and make sure the mounting screws are fully installed. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 - 2014. It is unk if the facility performs any other preventative maintenance on this bed. The technician replaced both latches and spring to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right intermediate siderail was not locking. The bed was located at the account in room 536. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).